Manufacturer narrative:
Other relevant device(s) are: product ID: a510, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when programming the ins with the smart programmer, amplitude increased suddenly to 8. It was noted that the ins was not on. The nurse lowered the amplitude using the previous model physician programmer, and the issue was resolved. The patient experienced pain because current rose suddenly. There were no environmental/external/patient factors that may have led or contributed to the issue. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred post-operative. Additional information was received from the rep. It was noted that an older model physician programmer had been used in the operating room for testing impedance.